Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: bsc obligation under this warranty is limited to the repair or replacement of this instrument and bsc shall not be liable for any incidental or consequential loss, damage or expense directly or indirectly arising from the use of this instrument. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the error message: failure 1103 was displayed. Three fibers were used, and due to multiple failures, the patient's procedure had to be cancelled and postponed. Patient was under general anesthesia, patient outcome unknown. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a procedure, the error message: failure1103 was displayed. Three fibers were used, and due to multiple failures, the patient's procedure had to be cancelled and postponed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: bsc obligation under this warranty is limited to the repair or replacement of this instrument and bsc shall not be liable for any incidental or consequential loss, damage or expense directly or indirectly arising from the use of this instrument. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure, the error message: failure 1103 was displayed. Three fibers were used, and due to multiple failures, the patient's procedure had to be cancelled and postponed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.